Event description:
It was reported the customer was having difficulty with his infusion sets. The customer stated the insulin would not prime through the tubing. The customer also reported receiving no delivery alarms. Customer's blood glucose was 155 mg/dl. The customer stated the alarm was resolved by an infusion set change. The customer did not want to return the infusion set or reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).